Event description:
A report was received that the patient was experiencing pain at the lead extension sites. The patient's lead extensions were explanted and the patient is reportedly doing well following the surgery.

Event description:
A report was received that the patient was experiencing pain at the lead extension sites. The patient's lead extensions were explanted and the patient is reportedly doing well following the surgery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3138-25, serial#: (B)(4) description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.